Event description:
While wearing the external equipment, the pt reportedly experienced an overly loud sensation followed by no sound perception. The pt was seen at center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's c1 device is to be scheduled.